Manufacturer narrative:
Method: x-ray. Evaluation summary: as returned the ring was cut. Three sections were returned, also noted in the x-ray. The cuts were most likely due to explant. Moderate to heavy host tissue overgrowth was noted onto the sewing ring. The evaluation confirmed the presence of host tissue. Annuloplasty ring explant are typically due to patient's progression of disease, and not related to a malfunction of the device. However, as the operative report or patient history was not supplied by the healthcare provider, edwards cannot conclusively determine the reason for explant. There has been no information to suggest a device quality deficiency during manufacturing that may have caused or contributed to the event.

Event description:
It was reported that a 25mm tricuspid ring was explanted after an unknown duration. Per the surgeon, "[I] ended up replacing the mitral valve and doing a tricuspid annuloplasty on this patient who did well."

Manufacturer narrative:
Evaluation: method - device discarded at the hospital. The operative report was requested but the health care provider has indicated that it will not be made available. No additional information has been supplied. Implant date was not provided and remains unknown. Serial number remains unknown; therefore, the device history record (DHR) review cannot be done. As the explanted device has been discarded by the hospital and will not be returned to edwards for evaluation. No patient history has been made available. There has been no information to suggest that a device malfunction or quality deficiency caused or contributed to this event. Conclusion: it was reported that the ring was explanted after an unknown implant duration. No additional information has been provided including operative report, patient records or serial number for DHR review. There are many factors that could result in the need to explant and replace a ring including but not limited to regurgitation, stenosis and/or calcification. Without adequate information from the health care provider, we are unable to conclusively determine the root cause for explant of this device.